Event description:
Per unit director: umbilical artery catheter (uac) snapped in half while attempting to pull back one centimeter. Suture securing uac at base of umbilicus was loosened and slight pressure applied to see if line would move out. As soon as pressure applied towards uac line, uac line snapped in half. Forceps immediately applied to secure remaining line inside patient and pressure applied via umbilical to prevent bleeding. Md at bedside when event occurred and uac line removed. New uac and uvc lines placed immediately. There was minimal blood loss. Retained line was pulled out.what was the original intended procedure?placement of an umbilical artery catheter.